Event description:
A customer contacted beckman coulter inc., (bci) in regards to obtaining elevated troponin (accutni) results, above the acute myocardial infarction (ami) cut-off on for one (1) patient, generated by the unicel dxi 800 access immunoassay system. The erroneous results were reported out of the laboratory. The results were reproducible and were discordant to an alternate methodology. Patient was transferred to another clinic for additional cardiac testing association with this event. Test results from the other facility were normal.

Manufacturer narrative:
No sample collection/handling information was provided by the customer. Qc data was not supplied. System check data was not supplied. Service was not dispatched for this event. Per the customer, instrument performance was not in question. The customer sent the patient's sample to customer product line support (cpls) for further testing. Cpls testing confirmed two sources of interference, a heterophile and another interferent, likely related to alkaline phosphatase, which is observed as the root cause for the false positive accutni results. This reportable event was identified during a retrospective review of complaints within the date range of (B)(6) 2010 - (B)(6) 2010 for additional reportable events.